Event description:
It was reported that approximately thirteen months post stenting procedure in the right posterior descending artery with one xience v 3.0 x 15 stent, the patient was hospitalized with shortness of breath, elevated troponin levels, acute systolic heart failure, respirature failure with pulmonary edema. Additionally, the patient was diagnosed with a non q-wave myocardial infarction with silent ischemia. Treatment included nitroglycerin, lovenox, diuretic therapy and on (B)(6) 2011 underwent percutaneous coronary revascularization in the target vessel, non-target lesion with a xience v 3.5 x 15 stent. The patient developed acute renal failure/acute kidney injury with a creatine increased to 1.9, this was monitored. The patient's symptoms improved and was discharged from the hospital on (B)(6) 2011. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported myocardial infarction, pulmonary edema, renal failure, stenosis and ischemia are listed in the instructions for use as known potential adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.